Manufacturer narrative:
Correct: g1, g4, h2, h6 (method, results, conclusion). The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from 10/28/2019 to 09/17/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported error code 13-1064-1227. There was no reported patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from 10/28/2019 to 09/17/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported error code 13-1064-1227. There was no reported patient involvement.